Event description:
The patient was admitted for a procedure in 2007. The femoral approach was chosen for the procedure. The femoral artery was noted to be mildly tortuous. The patient had a mildly calcified lesion in the mid circumflex. When the physician withdrew the 6f jr4 guiding catheter out of the patient's body he felt resistance with the vessel. After he removed the catheter, he found that it was stretched and crushed because it was withdrawn with force.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.